Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 4. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure that a non-recoverable fault occurred. The intuitive tech support engineer (tse) reviewed the system logs and found error 26002 against usm 4. The intuitive tech support engineer (tse) advised completing a hard reboot of the system. The system booted up without any errors and the staff proceeded with the case. The tse advised that the error could return. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 4 for failure analysis investigation. The usm 4 was analyzed, and the reported problem was confirmed but not replicated. The system logs confirmed the occurrence of error 26002, indicating a axes controller motor (acm) fault on the usm, thereby verifying that the fault was present in the field. A visual inspection revealed no anomalies directly associated with the reported event. The usm was subsequently evaluated on a golden system, where it functioned as expected, and further tested on a patient side cart fixture test platform (pftp), with all results meeting specification. Once the testing was completed, the acm board was inspected but there were no faults identified. Based on these findings, failure analysis determined that the acm board, which exhibited evidence consistent with the reported condition, are the most likely source of the faults. While a definitive root cause cannot be established since the reported complaint was not replicated during in-house testing, the potential root cause for this failure may be attributed to transient communication errors from the acm board located on usm. This issue was resolved by replacing the involved usm on cart.

Event description:
Refer to h11 for follow-up information.